Event description:
Per attorney's original report: ni/ni/ni, pt implanted with a defective composix kugel mesh, which resulted in injuries and damages. Based on a review of medical records provided by the pt's attorney: (B)(6) 2003, repair of right inguinal hernia with retroperitoneal kugel hernia patch and repair of epigastric hernia. On (B)(6) 2004, diagnostic laparoscopy following reports of pain and chronic foreign body sensation, partial explant of kugel patch. Recoil ring was removed and the portion of the mesh that covered the floor of the canal was left in place. On (B)(6) 2005, left groin exploration, excision of ilioinguinal nerve and iliohypogastric nerve. Significant scarring noted in right inguinal region. Previous mesh was not encountered during this procedure. On (B)(6) 2005, follow-up office visit: there has been a little bit of drainage on the lateral border. It is red and appears to be draining pus.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. Currently, it is unk whether the device may have caused or contributed to the reported event. The pt reportedly developed pain after implant of a kugel patch to repair a right inguinal hernia. The pt continued to experience pain after most of the mesh was explanted, including the recoil ring, two years after implant. Continued reports of pain led to a subsequent exploration on the left side in which the ilioinguinal nerve and iliohypogastric nerve were excised. The mesh placed previously on the right side was not encountered during this procedure and was not indicated as a source of the pt's pain. We have contacted the initial reporter to obtain add'l info and to have the explanted section of mesh returned for eval. If add'l info is received, a follow-up MDR will be submitted.